Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump rebooted without user intervention; the screen froze on the animas logo display when the pump powered up. A family member stated that the patient was not doing anything with pump that would cause it to reboot. She said that a replace battery alarm was not received and no other alarms were reported. The family member said that they noticed the problem immediately as the patient and she were together in the car at the time of the event; she did not report any blood glucose excursions due to this issue.